Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the user had difficulty grabbing soft tissue with the fenestrated bipolar forceps. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the reported complaint of "difficulty grabbing soft tissue." Visual inspection was performed and no grip misalignment was observed. No issues with manual articulation of the instrument's inputs were observed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions and the grips opened and closed properly. There were no gripping issues observed during in-house testing. The grip tips held the needle and suture without any issues. The bumper test was performed and passed. Additional observations not reported by site were also identified. The instrument was found to have a frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist. The root cause of is attributed to a component failure. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.096¿ - 0.145" in length and were not aligned with the tube axis. The root cause of the scratch marks /abrasions on the instrument main tube is typically attributed to mishandling/misuse. A review of the site's complaint history confirmed there are no additional complaints related to this product and/or this event. No image or procedure video was provided. A review of the instrument log for the fenestrated bipolar forceps instrument (part# 471205-17/lot# n11201207 0358) associated with this event has been performed. Per logs, the instrument was last used for a procedure on 19-may-2021 using system sl0168. The instrument had 5 remaining usable lives with no subsequent use recorded. This complaint is being reported because failure analysis acknowledged that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.